Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed an "er2" message. Per the onetouch ultramini owner's booklet this error message could be caused either by a used test strip or a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first appeared on (B)(6) 2013, at midnight. The patient informed the cca that she manages her diabetes with insulin (self adjuster); however, denied taking any action regarding her usual diabetes management regimen due to the error message appearing. The patient reported that approximately 10 hours after the error message first appeared she developed symptoms of feeling shaky. The patient denied receiving medical treatment. At the time of troubleshooting, the patient confirmed that the subject meter did not display the error message when the meter was powered on manually. The cca noted that the patient was unable to perform a test with the subject meter at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.